Manufacturer narrative:
(B) (4) (revascularization, stent implanted). Evaluation results: (myocardial infarction, revascularization).

Event description:
Pt presented with chest pain, similar to what he felt during previous mis. Following pre-dilation, one endeavor rx drug-eluting stent was implanted at the proximal to mid lad, covering the ostium of the 1st diagonal. Peak inflation pressure was 14 atms for 20 seconds. Post dilation was then carried out. Balloon inflations were carried out at the 1st diagonal. Final angiography revealed a well expanded lad stent with no residual stenosis. The diagonal had severe residual in-stent restenosis which was not aggressively treated due to the small size of the vessel, however, the diagonal flow improved to timi 3 post procedure. Pt started on asa and plavix. It was decided to bring the pt back 2 months later for repeat catheterization with therapy targeting the right side. A des was implanted to the right pda, and mid rca. (Info on the brand of stents implanted has not been provided). A non-stemi is reported to have occurred approx 3 months following index procedure. In-stent restenosis of the proximal lad and 1st diagonal is reported to have occurred. A pci revascularization was carried out on the same day. One stent from another manufacturer was implanted at the proximal lad. Cutting balloon technique was carried out at the 1st diagonal. Pt is continuing with treatment. Investigator indicated that there was a probable relationship to the study device.

Event description:
Investigator has assessed that there was a definite relationship between the previously reported mi and revascularization which occurred approximately 3 months post index procedure and the study device. It is reported that approximately 44 months post index procedure the patient underwent CABG involving the lad and left main due to unstable angina. Investigator has assessed that the event was possibly related to the study device. It is reported that the patient recovered.

Event description:
Approximately 44 months post index procedure the patient suffered an mi related to a target lesion. The patient also had in-stent restenosis. The patient was treated with the previously reported CABG which was now assessed as definitely related to the study device. Investigator has assessed that the mi event was possibly related to the device. It is reported that the patient recovered.

Manufacturer narrative:
Additional information changes date of revascularization from (B)(6) 2009 to (B)(6) 2012 the stent was reported to be an endeavor sprint rx and not an endeavor rx as previously reported. (B)(4).

Manufacturer narrative:
Results, conclusion: myocardial infarction. (B)(4).